Manufacturer narrative:
The insulin pump received with button error alarm due to corroded keypad traces. No moisture damage found inside the device was noted. Also received with cracked case at the display window corner, cracked reservoir tube and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 249 mg/dl. Troubleshooting was performed. The device was returned for analysis.